Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a hard pump. The patient had instances where he was not able to release the pump. The doctor was able to release the pump with a lot of pressure so it was decided to replace the device. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2022 due to the inability to inflate the device.; however, functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.